Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the reference frame kept going in and out of the tracking window. Touching the camera arm would cause the reference frame to "flicker" in and out of view as the distance was adjusted. Site checked for any objects obstructing the view of the camera. Site rebooted the system without changing anything else in the operating room (or) and the system worked as intended; the reference frame remained in view in the tracking window the rest of the case. There was a surgical delay of less than 1 hour. There was no known impact on patient outcome.